Event description:
Reporter stated that a neonate's blood glucose was measured, on the aviva system, with a result of 134 mg/dl. The neonate's blood glucose was reportedly retested, on a laboratory instrument, with a result of 103 mg/dl. Reporter did not indicate if patient received any treatment based on these results. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.